Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID: 8709sc (lot: n312476002); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump. It was reported that the physician did a pocket revision. There was swelling at the pump site. The patient had excessive fluid in the pump pocket in his abdomen and was suspected of a cerebrospinal fluid (csf) leak. The physician had aspirated over 160 ml¿s of fluid in the office. However, the company representative (rep) unable to obtain the date of that service. They also had aspirated a large amount of fluid during a previous appointment (unable to obtain that service date). The patient did not complaint headache related to csf leak or any withdrawal symptoms. The goal was to fix the pump segment catheter. After the physician opened the incision, there saw large amount of fluid and it was noted that the catheter was covered at the pain connector site and unable to find the spinal segment to reconnect then opened the spinal incision and found the anchor and tied off the catheter. The physician believed that the patient had not been in giving medication for quite some time and did not need the pump so explant the pump and tied off the spinal segment. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/inter vention: attempted pocket revision to fix the issue today but ended up doing an explant. Outcome the issue was resolved. The whole system was discarded. The hcp has no further information for medtronic. The patient was alive.